Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, three years post implant, this right ventricular (rv) lead exhibited decreased sensing amplitudes. A revision procedure was performed at that time and the pacing and sensing portion of the lead was capped. Recently an elective revision was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, three years post implant, this right ventricular (rv) lead exhibited decreased sensing amplitudes. A revision procedure was performed at that time and the pacing and sensing portion of the lead was capped. Recently an elective revision was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported. This report is being file to correct field.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, three years post implant, this right ventricular (rv) lead exhibited decreased sensing amplitudes. A revision procedure was performed at that time and the pacing and sensing portion of the lead was capped. Recently an elective revision was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported.